Event description:
A ventilator was returned to the manufacturer for preventive maintenance. There was no harm or injury reported. During the evaluation, a "service required" alarm occurred indicating an internal battery charging issue. The device's internal battery needs to be replaced to address the issue. No repairs were made to the device. The device is to be scrapped. There is no need for the device in inventory. During the evaluation the blower assembly, stirring fan, flow sensor assembly, tubing kit and low flow o2 tubing kit were found to be contaminated with dust, dirt and talc. This issue would not affect the device's ability to deliver therapy as designed.